Manufacturer narrative:
Reporting address line 1: (B)(6). Reporting institution phone number (B)(6). Reporter phone number (B)(6). This report is being submitted as part of a corrective action to replace manufacturer report # 2031642-2023-00251. All information from the original report(s) has been transferred to this report.

Event description:
Philips received a complaint on the v60 ventilator indicating that the blower was not running. The device was reported to be outside of use at the time of the reported problem. No patient harm was reported. The authorized service personnel (asp) performed onsite service and confirmed the issue. The v60 blower assembly was replaced, and the reported issue was resolved. The doctor checked and used the device, confirming that all function was restored. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.